Manufacturer narrative:
Batch review performed on 07.february.2020: lot 146260: (B)(4) items manufactured and released on 21-nov-2014. Expiration date: 2019-10-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016. Clinical evaluation performed by medacta medical affairs director: femoral component revision surgery performed 4 years after cementless total hip arthroplasty. No information concerning patient age, gender, activity level and health status is available. Radiographic image provided shows the presence of signs of stress shielding suggesting distal fixation of the stem. Aseptic loosening is a possible literature described adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this event cannot be determined.

Event description:
Revision surgery performed after 5 years and 2 months from the primary due to potted stem. The cause of the potted stem is unknown. The surgeon revised the stem and head and the surgery was completed successfully.